Event description:
The customer removed the device from clinical service for the local philips field service engineer (fse) to perform preventive maintenance (pm). During pm the fse reported having found a contact issue with the patient connector while running in a defibrillation test using the test load. There was no patient involvement.

Manufacturer narrative:
(B)(4). A contact issue with the patient connector is indicative of a condition that could impact the delivery of therapy. The fse resolved this malfunction by replacing the patient connector assembly and the device was returned to service on (B)(4) 2012.